Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow up. The pacemaker was unable to be interrogated by the programmer. The physician managed to interrogate the pacemaker successfully after a telemetry test and found an ideal position for programmer wand to interrogate the pacemaker. There were no patient consequences.